Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6, (type of investigation, investigation findings, investigation conclusions), h11 corrected fields: d4 (lot no., UDI no.), d7a the product was returned with the membrane completely unfolded with blood on the interior and exterior of the catheter. The extender tubing was also returned. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 24.1cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no other leaks were detected. The evaluation determined an inner lumen break within an inner lumen kink causing the reported problem. It is difficult to determine when or how this occurred. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID no. : (B)(4)

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Complaint record ID: (B)(4).

Event description:
It was reported that during use on patient, the linear 34cc iab (intra-aortic balloon) had catheter rupture, there was no patient injury or harm reported.